Manufacturer narrative:
Lead: model 3776, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk. Patient programmer: model 37743, serial # (B)(4), implanted: na, explanted: na. Extension: model 37081, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk. Recharger: model 37752, serial # (B)(4), implanted: na, explanted: na. Lead; model 3776, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk. Extension: model 37081, serial # (B)(4), implanted: 2009 (B)(6), explanted: unk.

Event description:
It was reported that coupling and/or communication issues occurred. It was recommended to use the antenna locate (al) feature. Use of the al resulted in a power on reset (por) being displayed on the patient programmer which then lead to a normal recharging screen. The patient mentioned she hit her device on a chair on 2011-12-22.